Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed within the same surgery with no patient injury, no incision enlargement or sutures.

Manufacturer narrative:
Visual inspection of the returned product found a piece of the lens optic torn off. One haptic was torn off. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, a specific not cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.